Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: it was said that the zipper teeth were separating and allowing the child to fall out or get out of the bed.

Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts.